Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 3max separator and a penumbra system 3max reperfusion catheter. Upon removal from their packaging, the 3max separator and 3max catheter became kinked and were not used. The procedure successfully continued using new devices.

Manufacturer narrative:
Result: the separator was kinked approximately 15.0 cm from the proximal end; the catheter was kinked approximately 5.0 cm from the hub. Conclusion: the complaint has been evaluated. The complaint indicated that the separator and catheter were being removed from their packing hoops and kinks were noticed. Evaluation of the returned devices revealed that both units were kinked. This type of damage typically occurs from improper handling during removal from the packaging hoop. If force is being applied at an angle while maneuvering the device, it is likely damage such as this may occur. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2015-00365.